Manufacturer narrative:
(B)(4) this follow-up is being submitted to correct the site registration number initially submitted. The correct site registration number for this MDR is 2242551 ((B)(4)). However, this registration number could not be used as this facility is no longer active. Additions/changes: patient identifier - added (B)(6) (which represents the internal complaint number). Manufacturer name, city and state - changed to (B)(4) facility. MDR reporting contact name and address - added the site details for (B)(4) facility. Date received by manufacturer - 08/30/2016 (date email received from FDA with instructions to correct the site registration number).

Manufacturer narrative:
Cfn-(B)(4). The sample was received and an evaluation including functional testing of the device has been performed by carefusion. The investigation determined that there was a hole in the kapton membrane and heating element. This hole is believed to have existed prior to the incident occurring. The breach in the kapton material allowed for the heater element to make electrical contact to the aluminum in the cartridge. When the cartridge was removed it drew part of the heater element with it. The burn damage does not seem to have occurred until after the cartridge was removed which released pressure allowing the thermistor to float while hot and burnt through the first layer but did not penetrate into the foam backing. The thermistor was most probably separated from its original position from the breach in the kapton material. A thorough inspection prior to use is recommended in the manual and would have prevented this. Additionally, the pcb and all of the surrounding materials have a vo flame rating to minimize the effects from this type of failure. A device history record (DHR) review was also performed for this lot number and there were no issues identified with the material or manufacturing process that would have contributed to the reported issue. (B)(4).

Manufacturer narrative:
(B)(4). The unit with the reported complaint has not been received to date for evaluation. If the unit is received for evaluation a follow-up submission will be completed with the investigation results. (B)(4).

Event description:
The report that the biomed had received from the ICU nurse was that when enflow was on a patient and warmed fluid, when they suddenly started to see smoke from the enflow. No patient was harmed but there is clear burn marks on the enflow. Additional information was received from the local sales rep stating that "they were about to start enflow and turned the unit on, a nurse held the empty warmer in her hand (no infusion line and cartridge had been inserted) and then it said "poff" and it started to create smoke. Afterwards they reminded that they may have observed a brown spot on the yellow carpet before they started the warmer".